Event description:
Tri-lock short insertion tip broke off during surgery. Piece of tip is visible on xray, impactor visually inspected and tip is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the reported device was not possible as the product was not returned. Several attempts to receive product and x-rays were conducted and found unsuccessful. A complaint database search found other related complaints. In the previous investigations it was found that depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations pra-860-2009-hhe in (B)(4) 2009 and dva-105642-hhe in (B)(4) (B)(4) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Continue to monitor through post market surveillance sep 419. Without the product lot code we can not determine if this product was made before or after the design change. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.